Event description:
On 1/27/97 during cranio reconstruction surgery, surgeon broke ten bone screws mfg by another supplier. Surgeon then chose to implant a co bone screw which also fractured at the hex head. Surgeon was unable to retrieve all. Multiple fragments remains remain in the pt, source unknown.